Manufacturer narrative:
Additional information was added to h3, h4, h6 and h10. H4: the lot was manufactured in september 2020. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed using the naked eye which revealed a black particle inside the luer lock. Due to the nature of the sample (photograph), no additional tests could be performed. Meanwhile, retention samples were visually inspected and no obvious issues were detected. The retention samples were conforming as per product specifications. Therefore, the reported condition was verified in the photograph, however, not verified in the retention samples. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3 event date: the event occurred on an unspecified date in (B)(6) 2023. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a particle inside the male luer of a polyethylene lined tubing set. The issue was identified before use. There was no patient involvement. No additional information is available.